Event description:
Md recently laparoscoped a pt who developed a post-operative peritonitis with abdominal pain and elevated white count. Subsequent exploration revealed evidence of peritonitis but no bowel injury or other injury was noted. They were treated with antibiotics and except for a superficial wound separation their post-operative course was unremarkable.